Event description:
Complainant alleged that the clinicians were attempting to administer a 360 joule shock to a pt. (Age and gender unknown), with the device in defibrillation mode. The joule selector switch was turned to 360 joules and the device started charging, but then stopped and the screen did not display the mode. The clinicians obtained another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.